Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the remote manager detached. A field service engineer reattached the hasp on the remote manager to resolve the issue. The fse tested multiple times and confirmed functioning properly. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, the remote manager installed on the refrigerator detached from the refrigerator door. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.